Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) has been added. G1 (manufacturer contact fax number) has been added. Low or blocked pump flow: the cause of the pump flow issue was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support with an impella¿cp device, the pump generated suction alarms. No additional details were provided regarding the clinical conditions at the time of the alarms or the steps taken to address the issue. There were no reported signs or symptoms of patient injury, and no harm was associated with the event. The device was subsequently weaned and explanted successfully. The explant was not considered premature and was not attributed to the reported suction alarms. At the time of explant, the patient survived.